Manufacturer narrative:
The reason for this revision surgery was to remedy a broken glenoid bone after 5 months, 10 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 25 prior complaints reported against this part; this is the first complaint against this lot number. It was reported the root cause of the broken glenoid bone is due to the patient falling off a ladder and not due to a product failure. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery. Due to patient falling off a ladder and breaking the glenoid bone, the surgeon removed all the implants except the monoblock stem and restrictor and converted to a hemi shoulder.